Event description:
On (B)(6) 2018, a reporter for the patient (patient¿s wife) contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2018 at 5:40 am. The patient obtained inaccurate erratic blood glucose readings of ¿9.6 and 5.6 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient¿s usual diabetes management regimen was not specified. The reporter confirmed that the patient did not make any changes to his medications in response to the alleged inaccurate result. The patient developed symptoms of feeling ¿dizzy¿ at unspecified time prior to the alleged meter issue. The patient did not receive any medical treatment/intervention in response to the alleged symptoms however the patient ate his breakfast and felt better afterwards. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and an approved sample site had been used to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision.